Manufacturer narrative:
During the coil embolization of an unknown vessel, while advancing the micrusphere (csp100300-30/j10475, complaint product) in the microcatheter (excelsior sl10/stryker, type str), the physician experienced severe resistance at the distal end of the microcatheter and coil system became stuck in the microcatheter. Both the micrusphere and microcatheter were safely removed as a unit from the patient. It is unknown if the entire coil was still attached to the delivery system when removed since it appears that there was no attempt made to remove the coil from the microcatheter. There were no kinks or cracks noted to both devices that could have caused the difficulty. There was no difficulty noted during withdrawing the coil and microcatheter as an assembly. The procedure was continued using a new coil (csp100300-30, lot unknown) and a new microcatheter (details unknown). The procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defects (kink, bends, etc) were noted on the product by visual inspection. Also no damage was reported on the device after the event. There was no stretching or unintended detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. No additional information is available. The complaint product is unavailable for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the complaint product, no conclusion can be drawn as to the root cause of the reported event. Based on the information available, no corrective action is warranted at this time.

Event description:
During the coil embolization of an unknown vessel, while advancing the micrusphere(csp100300-30/j10475, complaint product) in the microcatheter(excelsior sl10/stryker, type str), the physician experienced severe resistance at the distal end of the microcatheter and coil system got stuck. Therefore both the micrusphere and microcatheter were safely removed as a unit from the patient. Thus it is unknown if the entire coil was still attached to the delivery system when removed since it appears that there was no attempt made to remove the coil from the mc. There were no kinks or cracks noted to both devices that could have caused the difficulty. There was no difficulty noted during withdrawing the coil and mc as an assembly. The procedure was continued using a new coil (csp100300-30, lot unknown) and a new microcatheter (details unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available.